Event description:
It was reported that the patient experienced mild bleeding, no edema, no erythema and no drainage noted. It was determined that the patient was positive for serratia marcescens and corynebacterium striatum driveline infection. Patient start on vancomycin and zosyn. Event is solved and the patient was discharged home on 100 mg doxycycline and 500 mg ciprofloxacin. No further information provided.

Manufacturer narrative:
Additional information. Manfacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The adverse event of infection was resolved on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient who initially presented to an outside hospital (osh) on (B)(6) 2019 had complaints of worsening pain, redness, and warm sensation to right lower quadrant (rlq) next to driveline site once a week. She had complaints of a lump in the area, which was painful and tender to touch. Patient reported she was at mt. Sinai hospital (msh) for the same reason about a month ago. She was discharged with doxycycline (doxy) and cipro. At osh, patient was afebrile, white blood cells was 9, international normalized ratio (inr) of 2.1, received vanco and zosyn, blood cultures, hemoglobin and hematocrit of 9.8 and 29.9 respectively; CT of abdomen/pelvis, which was negative. Denied cp shortness of breath (sob), dizziness, syncope, fever, and nausea, vomiting, and diarrhea. The patient was transferred to msh and admitted to ads for further evaluation and management. The patient was scheduled for drainage of driveline collection on (B)(6) 2019 for evaluation and management. No further information was provided.